Manufacturer narrative:
Unit set up and evaluated, upon inspection one of the contact pins inside the handpiece lead connector was pushed in which restricted good continuity, a new connector was fitted to resolve this issue. There was a small leak from the handpiece when there was no footswitch activation, the pressure inside the sterimate could also not be adjusted to the required 22psi, a new water regulator has been fitted to correct these issues. Power dial would spin a full 360°¿s, a new potentiometer was fitted to meet repair requirement. Small hairline crack found at the rear of the top casing but not effecting the integrity of the housing. Repair, calibration and functionality checks carried out, unit running ok.

Manufacturer narrative:
Here has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that select sps swvl/resrv,230vuk/I is alleged that there is no water. No injury occurred.